Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 2000021000. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 19728572, brand name: precision montage MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 352939. Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7070225.

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) systems and underwent an explant procedure. The patient is doing well post operatively. No devices will be returned as they were discarded by the facility. No additional information was provided despite good faith efforts as the physician does not disclose patient or event details.